Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n573580, implanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A consumer reported via a manufacturing representative that they were getting jolts at the implantable neurostimulator (ins) pocket site. The patient had contacted their health care provider (hcp) to report the jolts. Stimulation was good and where it needed to be. The shocking sensation occurred whether the ins was on or off. The shocking sensation was noticed the day after implant. No troubleshooting or interventions were done and it was unknown if the issue was resolved. The patient's indication for use is non-malignant pain. The cause of the event and outcome were not reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.